Event description:
Pt reported service due alarm on cadd legacy pump (B)(4); pt was using pump when alarmed occurred, there was no adverse event from alarm. Pt is receiving a new pump and old pump to be returned. Dates of use: from (B)(6) 2016 to ongoing.